Event description:
It was initially reported that the patient's lead was being replaced due to high lead impedance. The patient was seen the day before surgery and she was able to interrogate the patient's device, which resulted in an eri=yes. The neurologist performed diagnostics, which resulted in 7/limit/high. The neurologist is not clear as to what specific may have caused the lead fracture since the patient was last seen on (B) (6) 2008. The patient was referred for both a generator and lead revision due to the eri-flag and high impedance observed. No other adverse issues were noted. The last known diagnostics were performed on 1/17/08, which was within normal limits. The device is not expected to be returned to the manufacturer for analysis as it has been reportedly discarded.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute or cause a death or serious injury.